Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis. Customer stated that they were unsure of the blood glucose reading but it was over 1000 mg/dl at the time of hospitalization. The customer reported vomiting prior to hospitalization. The customer was hospitalized on (B)(6) 2020 and was discharged almost a month later on (B)(6) 2020. While hospitalized, they were treated with manual injections. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Auto mode was not active at the time of the event. The customer¿s blood glucose at the time of the call was 228 mg/dl. The insulin pump will not be returned for analysis.